Event description:
The account alleged the brake steer pedal would pup out of brake and go into neutral. No pt impact.

Manufacturer narrative:
No further information is available on the repair of the bed at this time.